Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. No samples or photos were returned for analysis.

Event description:
It was reported that at least one bd nano¿ 4mm pen needle experienced difficulty priming. The following information was provided by the initial reporter: upon priming, the drug solution comes out straight in most cases but it comes out diagonally or intermittently in some cases.

Event description:
It was reported that at least one bd nano¿ 4mm pen needle experienced difficulty priming. The following information was provided by the initial reporter: upon priming, the drug solution comes out straight in most cases but it comes out diagonally or intermittently in some cases.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. No samples or photos were returned for analysis.